Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose. Additional information was not provided. The customer declined further follow up from tandem technical support.